Manufacturer narrative:
(B)(4). Batch # m92v9m. The analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify whether the device jaw cut the vessel? Yes the device jaw cut the vessel, as a result of no clip deploying when compressing the jaws. Or did the device clip cut the vessel? No, the lead sister clearly stated that the jaws did the damage please provide further detail of the event. From the first conversation with the ent lead, the clip applier did not deploy a clip, the jaws then cut the vessel. Did the "vessel severed" caused any blood loss? Yes. If yes how much? Unknown. Was a transfusion necessary? How was the blood loss managed?

Event description:
It was reported that during an unknown procedure, vessel severed when clip did not form/deploy. No additional information yet. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.